Manufacturer narrative:
(B)(4). Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement tests; it failed self test. No unexpected blank displays or unexpected insert battery, low battery,replace battery, replace battery now, battery failed, or power loss errors were noted during testing. No pump error was noted during testing, in the pump history file, in the long trace file, or in the power management graph. Self test returned an unexpected pump error. Pump error is confirmed in the formatted history file due to a broken trace at the keypad assembly. No unexpected audio, vibrate anomaly, absence of alarms were noted during testing. The unit was received with a battery cap and the battery cap contacts were solidly attached to it even during testing.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert. The customer stated they received low battery alert prior to the replace battery alert. Customer stated that they need to change battery frequently. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.